Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications, as the stent appears to have moved distally. Deformation was evident to the 30th stent wrap with the strut raised, deformation was evident to the 27th to the 5th stent wraps with struts raised, stretched and bunched. Displacement was evident to the stent due to stretched struts. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure in the proximal lad, an attempt was made to use one endeavour resolute drug eluting stent to treat a lesion. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. It was reported the stent was unable to pass through due to the patient's vascular problem. Patient status post-procedure is alive with no injury.